Manufacturer narrative:
G4: 19aug2020. B4: 23aug2020. Three good faith efforts were made; however, the customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported battery not charging. There was no patient involvement.